Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false upstream occlusion alarms. Evaluation found that the upper ultrasonic reading were out of specification (low). With low ultrasonic readings it would make the pump more sensitive to air in line and upstream occlusion alarms. The ultrasonic sensor was calibrated to correct the low fluid numbers and ensure accurate detection.

Event description:
It was reported that a spectrum pump alarmed three false upstream occlusion alarms during an infusion. It was also reported that there was no patient injury.